Event description:
Additional information was received that surgery occurred during which the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, patient weight was not requested due to patient wishing not to provide it. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-22959, 1627487-2020-22961. It was reported that the patient experienced ineffective therapy. Reprogramming did not resolve the issue. Surgery may occur to address the issue.